Manufacturer narrative:
(B)(4).

Event description:
The patient later reported on (B)(6) 2014 that he experienced a loss of therapeutic effect. The ins does not work as it's supposed to. The ins was not providing pain relief and when it does the patient has to increase stimulation double to even feel it. Only one portion of the ins works. The ins was super uncomfortable in one of the ribs and nothing on the back, "was in a portion in the back". This event occurred sometime in (B)(6). The patient needs to set up an appointment with "tech" and health care provider (hcp) to test the device because he thinks the ins was broken. There was no falls or trauma, happened on its own all of a sudden. It was noted that the patient finally found a doctor.

Event description:
It was reported that the patient was concerned that one of his leads moved out of place. The patient was at a certain number setting and then something happened, like a ¿little tweaker.¿ the patient stopped feeling stimulation. The patient then had to increase his stimulation; he had to go more than double of the voltage to get the same result. This occurred beginning to mid (B)(6) 2013 over the course of 2 weeks. There were no falls or injury. The patient was redirected to their physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Two months later the patient reported that the stimulation was not working. The patient met with a company representative on (B)(6) 2014 and his doctor told him to call a different health care provider to do another trial test stimulation, he was confused about this. The stimulation never really worked. Only one of the leads out of them did anything properly and all the rest were not functioning as intended. This happened as soon as implant. The patient has a follow up meeting on wednesday with a doctor. The patient believed that he will go do a trial and then go back to a different for permanent operation. It was noted "18 months of opening up the back".

Manufacturer narrative:
Concomitant products: product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).